Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. They had powered device on and look at chiller temperature (t4). It reached 9.9c. I discussed that this was indicative of a failed mixing pump. She stated she would order and replace the mixing pump locally. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out - unable to reach calibration temperature), expected value was 6 actual value was 29. They had powered device on and look at chiller temperature (t4). It reached 9.9c.